Event description:
A pt reported blood glucose results of "7.0, 9.0 and 21.7 mmol" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11mmol, thereby indicating a potential malfunction of the meter in terms of precision.